Event description:
During the coil embolization of the right middle cerebral artery aneurysm, the aneurysm ruptured and the patient suffered hemorrhage and ischemia. Nine days post embolization, the patient was discharged with good recovery and in stable condition. Programmed follow up performed approximately 70 days post the index procedure, demonstrated recanalization of the aneurysm. The patient underwent a second procedure to treat the reoccurrence of the aneurysm. No additional information was available.

Manufacturer narrative:
Anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, it cannot be confirmed whether or not the use of the coil contributed to the reported patient¿s complications. However, vessel perforation, hemorrhage, ischemia and stroke are known risks associated with aneurysm coiling procedures and noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.